Manufacturer narrative:
1. DHR/bhr review lot# 3353671. This batch of products were assembled at intima ii auto line 2 in january 2024 and packaged at r240 package line in january 2024. Work order quantity was 198,000 ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3review the production records with no non-conformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45 psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific site of the leakage of defective sample and the abnormal state there cannot be identified, the root cause of the leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leakage. Leakage at the indwelling needle interface, pull out immediately and discontinue use.